Event description:
It was reported that a health care professional (hcp) contacted boston scientific indicating that this pacemaker system exhibited noisy signals on different episodes, which they believe could be related to myopotential noise. Technical services (ts) reviewed data from this device and confirmed that noise has been present on both right atrial (ra) and right ventricular (rv) channels for several years. Additionally, oversensing of noise and rv pacing inhibition were identified. Ts provided troubleshooting steps in order to assess lead integrity, including x-ray imaging and possible maneuvers to be performed by the patient. At this time, no further information is available. The device remains in service and no adverse patient effects were reported. Additional information was received. The hcp escalated ts recommendations to the clinician to consider next steps for the patient. No adverse patient effects have been reported. Evidence suggests that this device remains in service.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific indicating that this pacemaker system exhibited noisy signals on different episodes, which they believe could be related to myopotential noise. Technical services (ts) reviewed data from this device and confirmed that noise has been present on both right atrial (ra) and right ventricular (rv) channels for several years. Additionally, oversensing of noise and rv pacing inhibition were identified. Ts provided troubleshooting steps in order to assess lead integrity, including x-ray imaging and possible maneuvers to be performed by the patient. At this time, no further information is available. The device remains in service and no adverse patient effects were reported.